Event description:
Boston scientific received information that this right atrial (ra) lead displayed high, out of range pacing impedance measurements. The patient reported being in a fist fight and receiving blows to the chest. A lead revision procedure was performed, during which, a lead fracture was noted near the patient's clavicle. The lead was capped. The patient was to be referred to a cardiac surgeon as the physician was unable to gain subclavian access. There were no adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.